Manufacturer narrative:
Corrected data. D6b date of explant. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Initial reporter phone number:(B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-14021 , 1627487-2021-14022. It was reported the patient had an infection at the ipg and lead site. In turn, the system was explanted and the issue has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.